Manufacturer narrative:
Information was not provided. The product lot number was unknown. End of report.

Event description:
A hospital in france reported r1547 3m¿ steri-strip¿ reinforced skin closures were applied to a patient's incision following a "tummy tuck" procedure. The hospital alleged the patient experienced erythema, pruritus, and later superficial necrosis and infection. The patient allegedly required a surgical revision, negative pressure therapy and hospitalization.